Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer also reported receiving a failed battery test and bad battery alarm. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Customer stated they did not drop, bump or expose the insulin pump to moisture. Troubleshooting was not completed as the customer was at work. Customer's blood glucose was 345 mg/dl. Customer declined to return the product for analysis.